Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose level. The blood glucose level of customer was 23 mmol/l. It was unknown that customer had experienced any symptom at the time of high blood glucose level. It was unknown that auto mode feature was active at time of incident. It was unknown that customer was using insulin pump within 48 hours of reported incident. Customer stated that sensor had blood on it. The insulin pump will not be returned for analysis.